Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve had an unknown malfunction, the patient developed worsening hydrocephalus and the valve was revised. In the last week, the hydrocephalus turned worse by image and clinical manifestations. It was noted that the pumping was smoothly; however, a shunt contrast-o-gram was not done. The revision surgery was performed, the previously placed cerebral ventricle catheter was known to be adhered, therefore, it was not removed. The valve was replaced with a hakim valve. The protein value was not so high. Contaminating by blood or tissues was not confirmed. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; the silicone housing was torn/cut near the proximal connector, as well as biological debris was noted inside the valve casing. The position of the cam when valve was received was 130mmh2o. The valve was tested for programming and failed, the cam mechanism did not move during the programming process. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested and leaked from the cut/tear in the silicone housing. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was removed and tested; no issues found. The valve was then dried and retested for programing; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing, and some damage to the cam steps was noted. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled; the magnets failed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the cut/torn silicone housing is due to user error, as noted in the IFU silicone has a low tear/cut resistance. The root cause for the programming problem could be due to the valve receiving a hard knock as well as the magnets knockdown. The abnormal polarization of the valve magnets was likely caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.